Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm issue and instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.